Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss of therapy. The patient stated that their stimulator was not working properly. The patient stated it did not stimulate properly and it ¿cuts off¿. The patient stated for two days it ¿didn¿t work at all¿, noting that it did not stimulate at all. The patient stated she had a return of target symptoms, stating that she was leaking like a faucet. The patient saw her healthcare professional (hcp) regarding the issues and had the setting lowered. The patient stated it was work for a half day and then would stop again. The patient sated the hcp the clinician programmer to make adjustments. The patient noted a loss of stimulation sensation, loss of therapy effect, return of symptoms and therapy cut off. The patient noted the issue began on (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.